Event description:
It was reported that a spectrum infusion pump required repairs. During baxter's device evaluation, it was found that the device alarmed "door not fully latched". It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom "door not fully latched' alarm". The evaluation found that the door was unable to latch closed with a loaded IV set, and force required to secure the door was above expected levels. The door hooks and latch pins were replaced.